Event description:
The customer performed a blood glucose test on the suspect device and obtained a reading of 140 mg/dl. Customer then passed out and was found on the floor five minutes later. Emt's were called. Emt's came and tested customer's blood glucose on the suspect device and obtained a reading of 140 mg/dl. The emt's then tested on their own device and got 40 mg/dl. Customer was taken to the ER and given an IV and glucose tab.